Event description:
Patient presented to the physician with tingling at the ipg site, tongue soreness, and headaches. Physician brought the patient into the or, noticed deterioration inside the ipg header, and the sense lead terminal pin was detached from the lead body but secured in the ipg header. Physician does not suspect manipulation of the leads but suspects the symptoms may be related to the findings. Physician removed the ipg, abandoned both leads, and closed. Patient presented back to the physician with improvement and will be re-evaluated after the patient heals.